Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer was released on (B)(6) 2015. T:connect data was viewed and found the customer had received occlusion alarms and only cleared them with changing any parts of the pump. Customer reverted to manual injections.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim user guide indicates, the cartridge is contraindicated for use with products other than humalog and novolog.